Event description:
It was reported that on (B)(6) 2024 the battery powered driver was tested and did not work properly. There was no patient consequences.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h3, h6: service and repair evaluation: the customer reported that the battery powered driver was tested and did not work properly. The repair technician reported that cosmetics test failed, discolored vent, bended contact plate, motor does not run in forward, fast forward and reverse condition. And discolored wires, debris on barriers, rust on motor and damaged switch plate. The cause of the issue is improper maintenance, scrapping housing due to patina damage. The item was repaired per the inspection sheet, passed synthes final inspection on (B)(6) 2024 and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in mds&r. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. DHR: part # 05.000.008. Synthes lot # 004675. Supplier lot# 004675. Release to warehouse date: 02 july 2012. Supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.